Event description:
It was reported that during a procedure to treat a lesion in the heavily calcified right coronary artery, the 2.0 x 12 mm nc trek dilatation catheter was advanced into the patient anatomy to the target lesion. The dilatation catheter balloon was inflated; however, a rupture occurred at unknown atmospheres. The device was removed from the patient anatomy without any reported resistance. A 2.0 x 10 mm atherectomy device was used. A 2.0 x 5 mm non-abbott dilatation catheter was then advanced and inflated and removed. A 3.5 x 12 mm non-abbott dilatation catheter was then advanced and inflated and removed. 4 xience v stents were then advanced and deployed to treat the target lesion. There were no adverse patient effects and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The reported balloon rupture was not confirmed. However, a shaft separation was noted. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
Subsequent to the initial medwatch report, return device analysis indicated that the hypotube of the device was separated distal to the strain relief tubing and the balloon was tightly folded with no rupture. Additional information received from the facility indicates that it is not known what the device malfunction was. Patient information was reviewed and it is thought that the original reported information should have been a device separation and not a balloon rupture. There was no patient involvement and no adverse patient effect. No additional information was received.